Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that the pump had dropped on the bathroom floor and that the case is now cracked near the battery cap. Reportedly, the patient has continued wearing the pump and denies damage to the battery cap and denies moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/24/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/10/2014 with the following findings: the battery compartment was observed to be cracked between the case seal and the battery cap. The contrast button was unresponsive to testing. The keypad was removed and contamination was found underneath the contacts of the up, down, ok, and contrast buttons. Unrelated to the casing condition issue, the pump booted on with a dim, red display. The dim display was replaced by a test display and the variance in color and contrast resumed to normal.